Event description:
The device did not provide adequate ventilation to the patient during ambulance transport. It was reported the device did not alarm. Manual ventilation was necessary to support the patient during transport. No patient injury or adverse event was necessary.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.